Manufacturer narrative:
Manufacturer's investigation conclusion: the report of full battery depletion that resulted in a pump stop was confirmed through the analysis of the submitted log file. On (B)(6) 2019 at 01:35:40, low power advisory alarms were triggered to indicate that less than 15 minutes of external battery power remained. These advisories escalated to low power hazard alarms, followed by a no external power alarm at 02:09:05, indicating that the external batteries had depleted. The system was supported by the system controller¿s backup battery until it also depleted and the pump ultimately stopped at 03:59:06. Per design, an intentional pump stop was triggered at this time. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. Once power was restored to the system controller in the form of charged external batteries, the controller clock corrupt alarm was triggered per design and would have resulted in the reported yellow wrench alarms. Approximately an hour and 59 minutes elapsed before this alarm resolved when the clock was set to (B)(6) 2019 at 13:23:39 and subsequently changed to 12:45:03. Multiple requests for additional information regarding this event were sent to the customer; no response was received. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 3 years, 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient slept on batteries and woke up their batteries being completely dead, and when replacing batteries started getting yellow wrench alarms. On interrogation, it appeared patient's batteries depleted at around 4pm with pump stop. Technical service review the log file and noted during the analysis of the log file observed, there was a no external power on (B)(6) 2019 at 2:09:10, during this time the ebb did take over until it could not support running the pump and the controller clock corrupt alarms reset the clock to 1/1/2000. We also observed there was an intentional pump stop was recorded on (B)(6) 2019 at 3:59:06. There were no other unusual events seen within the log file. No further information was provided.